Event description:
It is reported that the drop down stem extensions would not connect properly to the tibial plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report is being amended to reflect changes. A visual review of the returned stems found scuff marks on the stem, likely from trying to insert the stem into the tibial plate. Dimensions taken of the stem during the investigation found that the stem meets print specifications. The threads passed functional testing with the appropriate go gauge. The device history records for the mating tibial plate were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. These devises are used for treatment. A product history search identified no other complaints for the part and lot combinations of the implants. Compatibility of the implants was reviewed with no issues noted. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.